Event description:
It was reported that the patient was rigid and still and experienced respiratory depression. The health care provider tried to perform a dye study on 2014-(B)(6), but could not aspirate the catheter. A catheter kink was identified near the pump. Two weeks later, a partial catheter revision and a pump revision were performed. The health care provider wanted to reinitiate the therapy, but could not program a dose as low as he wanted with the current concentration. The pump was put at minimum rate because of this. The patient was fine from the surgery and was to get a lower concentration of drug in the pump before restarting the therapy. The drug in the pump was compounded baclofen.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), partially explanted: 2014-(B)(6), product type catheter. Product ID 8578, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type accessory. (B)(4).